Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/18/2019. Batch # r57p57. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if there was a leak, as you have stated the "air leak was positive" that was addressed with manual suturing? If yes, was there any patient consequence as a result of the "low rectum sacrifice"? Was there any change in the post-operative care of the patient? If yes, please describe.

Event description:
It was reported that during a lateral colosusanal anastomosis of the terminal colon of the low rectum, they tried to staple after tightening but impossible to completely close the handle. After loosening then tightening of the device, they tried to staple again but the handle was hard and there was an unusual sound. Air test was performed and was positive indicating manual coloanal anastomosis (low rectum sacrifice).